Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was determined the bg's entered into the pump were not being recorded and the pump was not calculating the bolus dose based on blood glucose readings this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: during investigation, the pump¿s history was reviewed and showed no activity outside of normal use. The total daily dose added up correctly and revealed the user¿s programmed basal target. The pump powered on and displayed the verify screen. The unit was primed and exercised for 24 hours successfully with no alarms or any interruption occurring during the duration test. The pump was able to pair with a test meter. During testing, normal, ez-carb, ez-bg, and combo boluses were performed successfully recorded in the pump¿s history. The pump passed a 29 hour flow accuracy test successfully. During evaluation, the keypad was found to be intact and fully responsive. There was no defect found during the investigation.